Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that upon implanting the impella cp, excessive force was used to get through the calcium on the femoral artery. The impella cp was implanted, and a kink was noticed in the cannula. Flows were low and there were suction alarms. The impella cp was explanted and reinserted and the same kink in the cannula was noted. The impella cp had low flows again and the pump was explanted.

Manufacturer narrative:
The investigation into the product damage (cannula kink) and the low pump flow issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the low pump flow issue was cannula kink due to excessive force.